Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that on firing of the er320, the clips would not close (form). A reusable clip applier was then used to complete the case. There was no consequence to the pt.